Manufacturer narrative:
Additional information obtained indicated the patient had been hospitalized six weeks prior to death due to chest pain and receiving therapy. Interrogation report indicates the patient had an appropriate shock for ventricular tachycardia. The patient was discharged at that time with home health care. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported by the patient's family that the patient had passed away and that the "defibrillator didn't go off." Also reported that the patient had been in the hospital "for fluid on" the patient. The cause of death has been requested and not received.